Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2012 for permanent birth control. In spring 2012, plaintiff discussed permanent birth control with her physician. On (B)(6) 2012, plaintiff underwent the essure procedure. In (B)(6) 2012, plaintiff had hysterosalpingogram (hsg) tests performed. The (B)(6) 2012 test did not show full occlusion of fallopian tubes at that time; however, the (B)(6) 2012 test confirmed full occlusion. In 2012, after her essure procedure, plaintiff began experiencing severe, abnormal menstruation pain and severe, abdominal and pelvic pain. In (B)(6) 2013, she began experiencing severe, abdominal cramping. That same year, she began experiencing migraines and tooth decay. In (B)(6) 2015, plaintiff began experiencing weight fluctuations. On (B)(6) 2015, plaintiff discovered that she was pregnant. She opted to terminate the pregnancy after being told by her physicians of the complications that could result from essure if she decided to move forward with the pregnancy. Plaintiff complained about her symptoms to several health care professionals and states that she was forced to miss work due to the severity of her symptoms. On (B)(6) 2015, after learning that she was pregnant, plaintiff searched online about the symptoms she was experiencing and realized that her symptoms may be related to essure. The information online that she read was the first time plaintiff learned that her symptoms were possibly related to essure. Upon information and belief, in (B)(6) 2016, plaintiff discussed a removal surgery with her physician because of the previous pregnancy and discovered that a coil had fractured and migrated. On (B)(6) 2016, she underwent a total hysterectomy and salpingectomy to remove her uterus, cervix, and fallopian tubes. In addition, it was informed that she was forced to miss six weeks of work in order to recover from this serious and invasive surgery. Since the removal surgery, her symptoms have decreased, though she still has problems with her teeth. Company causality comment:this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) placed for permanent birth control and discovered that she was pregnant approximately 3 years later. She decided to terminate the pregnancy. Five months after that, she found out that a coil fractured and migrated. So, she underwent a total hysterectomy and salpingectomy to remove uterus, cervix and fallopian tubes. Since the removal surgery her symptoms have decreased, except for dental problems (non-serious event). Device migration and pregnancy with essure are listed while device breakage is unlisted in the reference safety information for essure. Considering that there is a risk that essure inserts may move along the fallopian tubes and given the nature of this event, a causal relationship with essure inserts cannot be excluded. Given the nature of device breakages, this breakage is assessed as related to essure. In this case, the pregnancy occurred 3 years after essure insertion. Although the second hysterosalpingogram performed 6 months later showed tubal occlusion, it was noticed afterwards that essure was broken and had migrated. Since it is not possible to exclude that the pregnancy occurred either to the migrated device or to ineffective device, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-aug-2016: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function, if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility or micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following med dra llt: device fracture and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) placed for permanent birth control and discovered that she was pregnant approximately 3 years later. She decided to terminate the pregnancy. Five months after that, she found out that a coil fractured and migrated. So, she underwent a total hysterectomy and salpingectomy to remove uterus, cervix and fallopian tubes. Since the removal surgery her symptoms have decreased, except for dental problems (non-serious event). Device migration and pregnancy with essure are listed while device breakage is unlisted in the reference safety information for essure. However, according to product technical complaint analysis the possibility of device breakage is anticipated. Considering that there is a risk that essure inserts may move along the fallopian tubes and given the nature of this event, a causal relationship with essure inserts cannot be excluded. Given the nature of device breakages, this breakage is assessed as related to essure. In this case, the pregnancy occurred 3 years after essure insertion. Although the second hysterosalpingogram performed 6 months later showed tubal occlusion, it was noticed afterwards that essure was broken and had migrated. Since it is not possible to exclude that the pregnancy occurred either to the migrated device or to ineffective device, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had migrated/left-side essure device outside the uterus, off to the left abutting the serosal surface/left-side essure device migrated through the left fallopian tube/perforation (fallopian tube)"), uterine perforation ("perforation (uterus)/ left-side essure device: portion of it embedded in the uterus"), device breakage ("coil had fractured/left-side essure device broke off/ device breakage") and pregnancy with contraceptive device ("pregnant") in a 31-year-old female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 2002, and (B)(6) 2009) and insomnia. Concurrent conditions included body mass index normal and swelling of legs. Family history included heart disease, unspecified (mother), diabetes (mother, father), depression (mother, father), hypertension (father) and mental disorder nos (father). Concomitant products included alprazolam (xanax), clonazepam from january 2015 to december 2015, fluoxetine hydrochloride (prozac) from september 2015 to march 2016, ibuprofen, ibuprofen (motrin), multivitamin, oxycocet (percocet), promethazine (phenergan) from september 2015 to february 2016 and trazodone from september 2015 to march 2016. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). On 1-jun-2012, the patient experienced disturbance in attention ("neurological conditions or problems type: trouble focusing( attention)"). In 2012, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain") and abdominal pain ("severe abdominal pain, severe, abdominal cramping"). On 1-oct-2012, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea"). On 10-nov-2012, the patient experienced anxiety ("anxiety (essure worsened this)"). On 1-jan-2013, the patient experienced headache ("headaches"). In 2013, the patient experienced migraine ("migraines") and dental caries ("tooth decay / problems with her teeth/dental problems"). On 1-mar-2015, the patient experienced weight decreased ("weight loss"). In march 2015, the patient experienced weight fluctuation ("weight fluctuations"). On 26-aug-2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On 31-jan-2016, the patient experienced abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression (essure worsened this)") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy), surgery (total laparoscopic hysterectomy; bilateral salpingectomy) and surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, headache, nausea, disturbance in attention, allergy to metals, abdominal pain lower, back pain, fatigue, weight decreased, abdominal distension and vaginal discharge outcome was unknown, the dysmenorrhoea, abdominal pain, migraine and weight fluctuation was resolving and the dental caries had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dental caries, depression, device breakage, disturbance in attention, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: the essure catheter was then withdrawn 2 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram in (B)(6) 2012: no full occlusion of fallopian tubes; in (B)(6) 2012: showed full occlusion of fallopian tubes. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function, if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility or micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following med dra llt: device fracture and device ineffective as a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, menorrhagia, anxiety, depression, uterine perforation, headache, nausea, disturbance in attention, allergy to metals, abdominal pain lower, back pain, fatigue, weight decreased, abdominal distension, vaginal discharge were added and previously reported event¿ device dislocation¿ updated with new event ¿ fallopian tube perforation¿. Reporter, patient demographic information, all other relevant history updated. Product (essure) stop date updated, batch number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had migrated/left-side essure device outside the uterus, off to the left abutting the serosal surface/left-side essure device migrated through the left fallopian tube/perforation (fallopian tube)"), uterine perforation ("perforation (uterus)/ left-side essure device: portion of it embedded in the uterus"), device breakage ("coil had fractured/left-side essure device broke off/ device breakage") and pregnancy with contraceptive device ("pregnant") in a 31-year-old female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 2002, (B)(6) 2009) and insomnia. Concurrent conditions included body mass index normal and swelling of legs. Family history included heart disease, unspecified (mother), diabetes (mother, father), depression (mother, father), hypertension (father) and mental disorder nos (father). Concomitant products included alprazolam (xanax), clonazepam from january 2015 to december 2015, fluoxetine hydrochloride (prozac) from september 2015 to march 2016, ibuprofen, ibuprofen (motrin), multivitamin, oxycocet (percocet), promethazine (phenergan) from september 2015 to february 2016 and trazodone from september 2015 to march 2016. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced disturbance in attention ("neurological conditions or problems type: trouble focusing( attention)"). In 2012, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain") and abdominal pain ("severe abdominal pain, severe, abdominal cramping"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea"). On 10(B)(6) 2012, the patient experienced anxiety ("anxiety (essure worsened this)"). On (B)(6) 2013, the patient experienced headache ("headaches"). In 2013, the patient experienced migraine ("migraines") and dental caries ("tooth decay / problems with her teeth/dental problems"). On (B)(6) 2015, the patient experienced weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression (essure worsened this)") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy), surgery (total laparoscopic hysterectomy; bilateral salpingectomy) and surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, headache, nausea, disturbance in attention, allergy to metals, back pain, fatigue, weight decreased, abdominal distension and vaginal discharge outcome was unknown, the dysmenorrhoea and abdominal pain lower had resolved, the abdominal pain, migraine and weight fluctuation was resolving and the dental caries had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dental caries, depression, device breakage, disturbance in attention, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: the essure catheter was then withdrawn 2 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: no full occlusion of fallopian tubes; in (B)(6) 2012: showed full occlusion of fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc(product technical complaint). On 26-jun-2018: pfs received-outcome of events dysmenorrhea and abdominal pain lower. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs